Event description:
It was reported that when dr started to perform an underlying rhythm test he lifted the pen when he did not see ventricular sense. It was reported that the button on the screen looked like it was still active. Pt was without ventricular pacing for 6 seconds, and passed out, and had a seizure. The pt has since been admitted to the hospital. It was noted that the software that the clinic was using was not the most recent version. The patient is doing well, no further complications have been reported as a result of this event.